Manufacturer narrative:
(B)(4). The patient's experience of their first diabetic shock is being reported under MFR number 3004753838-2017-54473.

Event description:
Dexcom was made aware on (B)(4) 2017, via social media, that on (B)(6) 2017, the patient experienced an adverse event. The date of issue is an approximation. The patient reported that they went into two diabetic shocks. After further contact with the patient, the patient mentioned that they had a low blood sugar event that lead to a second diabetic shock. The patient was unsure of event details and date of events. It is unclear if the patient experienced an issue with their continuous glucose monitor (cgm) device. No additional event or patient information is available.